Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2018; dtba1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had eroded and the system was subsequently removed due to infection. The two epicardial defibrillation leads were noted to have been exhibiting low impedance. The patient was treated with antibiotics and received a new leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.